Event description:
I am part of the mentor round low-bleed silicone gel-filled mammary prosthesis undergoing primary breast augmentation. Surgery date: 2000. There were no complications after surgery, and to date experienced no breast pain, chest pain or other upper body pain. There are no changes in the shape of my breasts. I did not experience capsular contracture, size alteration, or re-operation for any reason. I also did not experience trauma or excessive stress due to exercise, massage or intimate physical contact. Originally I was not part of the MRI substudy; however, on 01/2007, I was instructed by mentor to "come in" for MRI scan at 6, 8, and 10 years to detect silent rupture. I attempted to set up an MRI for 8 months. Six years had already passed and at the 7th anniversary, mentor finally found an MRI provider for me. To my utter shock, the MRI results indicate, there are intra capsular rupture of both implants. My dr says, they must be removed. I requested a second opinion, but mentor stated to me that they will only know if the implants have ruptured once they have been removed. Mentor provides free lifetime replacement of the implant. I no longer want an implant that fails in such a short time. Financial assistance is available for 5 years only, so not for me. Convenient. I consider this potentially unnecessary surgery a physical injury to me, and one I apparently have to pay for - an additional emotional injury! Product not removed yet. Dates of use: twelve days in 2007. Diagnosis or reason for use: breast augmentation.